Event description:
The manufacturer received information alleging a ventilator's active exhalation control module was defective. There was no harm or injury reported. The ventilator was evaluated by a third party service center and the complaint was confirmed. The device's active exhalation control module was replaced to address the issue.